Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The returned device analysis confirms the reported leak issue; however, the reported crack was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information and without a failure mode, a definitive cause for the reported crack could not be determined. The reported leak appear to be related to potential product quality issue. Therefore, the issue is being addressed per internal operation procedure. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak in the delivery catheter handle. It was reported that during preparation, a leak occurred in the delivery catheter (dc) handle. It was also observed that there was a crack in the shaft of the gripper lever. The clip delivery system (cds) was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.